Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 600 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no known permanent damage. Tandem technical support performed a pump system check and found that the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.